Event description:
It was reported that the device reached eri, however, the device battery voltage did not indicate end of battery life. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The device was received in backup operation mode due to cold temperature exposure post explant. Device image indicated that voltage was above elective replacement inductor (eri) level during the whole implant duration and eri was falsely triggered due to auto capture being enabled, and device was pacing at high output mode at times. Device was cut open and it was determined battery voltage was at end of life. Further analysis was performed after installing new battery and no anomaly was noted. A longevity calculation was performed and found that implant duration exceeded 75% of total projected longevity indicating normal battery depletion.